Event description:
A report was received that the patient was explanted due to discomfort at the pocket site. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.